Manufacturer narrative:
New information received from the affiliate states there was no cycle cancellation with the load as originally stated in the initial report. Therefore, this complaint file is no longer considered a reportable malfunction. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a cycle cancellation with their sterrad® 100s sterilizer and the cancelled cycle was released for use on patients prior to reprocessing.  There is no report of infection, injury or harm to patient(s) associated with this issue.  Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of loads that are released from cancelled cycles prior to reprocessing.